Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the 4 way valve is sticking. Associated malfunction for this device: power switch no audible alarm.